Event description:
Ous MDR - a loss of atrial sensing and increased ventricular pacing threshold was detected. A rv lead dislodgement was diagnosed. The revision was successfully performed during a hospital stay from (B)(6) 2014. Regular ICD function was noted at discharge. Revision performed without complications on (B)(6) 2014.

Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.